Event description:
The customer stated that the unit alarmed blower temperature high on the screen. The customer reported that the unit was in use on a patient, but there was no patient harm reported. The unit was swapped out. The customer contacted product support and stated the unit alarmed blower temperature high on screen while in use on patient. The unit continued to cycle and was removed from the patient without incident. Biomed was not able to duplicate the alarm but noted error code 1122 in the log. Blower temperature in diagnostics is 30 degrees c and within specification. The customer requested help with troubleshooting. Product support advised the customer to check air inlet and fan filters for obstruction and check for cooling fan operation. Recommended performing extended run in to try and duplicate complaint, referenced test 5 in pvt (performance verification test) for air delivery test and advised to run test for blower operation. The customer acknowledged and will continue with testing. The customer declined further follow up with repair. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed, and no repair information was found. The biomed reported to not be able to duplicate the alarm but noted blower temperature high error code in the log. The product support advised customer to check air inlet and fan filters for obstruction and check for cooling fan operation. The product support recommended to perform extended run in to try and duplicate complaint and referenced test 5 in performance verification test (pvt) for air delivery test and advised to run test for blower operation. The customer acknowledged and will continue with testing, the customer declined further follow up.